Event description:
The customer contact reported a tubing separation. The patient was receiving an unspecified chemotherapeutic agent. After an unspecified length of time in use, the nurse noted that the tubing was separated at the filter inlet. The chemotherapeutic agent that leaked was cleaned up per the facility's procedure. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.